Event description:
The following is based off a review of the patient's medical records provided to davol by the patient's attorney: on (B)(6) 2003 - the patient was implanted with two bard/davol composix kugel hernia mesh (#1 and #2) devices to repair a right lower quadrant ventral hernia. On (B)(6) 2005 - the patient underwent an open anterior repair of recurrent right inguinal hernia using modified kugel mesh with onlay (#3). Operative dictation for this procedure states "the mesh" (#2) was somewhat crumpled and quite fibrotic. It was felt that an attempt to remove the mesh (#2) would be unnecessary and potentially harmful. The mesh (#2) was gradually mobilized and reduced back into the preperitoneal space and left implanted. On (B)(6) 2012 - the patient underwent a multi-part procedure which included removal of infected mesh (#1, #2, #3). It was reported that, all the implants were infected and there was abscess underneath the mesh. Also noted extensive involvement of the small bowel with fistulization into the mesh (#2). The surgeon dictated that, the biggest and largest mesh (#1), which was in the middle was lifted up and it appeared to be a bard dual mesh with a ring of plastic around it. When mobilizing the mesh, he noticed that the ring had been broken and it appeared that it had penetrated into the bowel. Surgeon indicates that this most likely caused fistulization of the bowel into the mesh (#1) and resulted in the infection. All of the mesh (#1, #2, #3) were explanted at this time.

Manufacturer narrative:
The mesh (#1) reported to have a fractured ring was not returned for evaluation, therefore the cause for the alleged ring fracture could not be determined. The patient had a revision procedure following the initial implant of this device and it is not known if this may have contributed in some way to the problem later experienced. The medical records indicate the patient was treated for adhesions, recurrence, fistula formation, and infection. Adhesions, recurrence, and fistula formation are all listed as possible adverse reactions in the instructions-for-use supplied with the device. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. See MDR 1213643-2014-00366 for information related to composix kugel mesh implanted on (B)(6) 2003 that became contaminated and was explanted. See MDR 1213643-2014-00367 for information related to the modified kugel mesh implanted on (B)(6) 2005 that became contaminated and was explanted.